Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor displayed a service code 110 (over voltage cleared no energy) and was unable to complete functional testing. The cause for the failure was a defective u1005 component on the computer/analog board. U1004 also replaced as a precaution. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.